Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of unknown mg/dl and current blood glucose value: 260 mg/dl. Troubleshooting was performed and found that the customer was treated with insulin pump. The customer dint reported any symptoms related high blood glucose level. Its unknown whether the insulin pump was used within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. No pump errors, insulin flow blocked alarms, or anomalies noted during testing. The pump history confirms the administered bolus in the displacement test and displacement accuracy test is the same as the bolus programmed. Successfully downloaded history files and traces using thump. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on (B)(6). 2023 does not match the bolus amount delivered at 00:06:44.00 with 7.05u delivered and 8.0u bolus programmed and 04:15:31 with 1.95u delivered and 2.3u programmed due to bolus delivery being cancelled. The bolus amount programmed on (B)(6). 2023 does match the bolus amount delivered on (B)(6). 2023 at 04:21:38.00 with 0.3u delivered, 07:53:06.00 with 0.5u delivered, 08:20:49.00 with 1.1u delivered, 10:24:32.00 with 0.5u delivered, 10:33:18.00 with 0.6u delivered, 10:59:13.00 with 9.0u delivered, 12:01:49.00 with 1.0u delivered, 12:20:17.00 with 1.0u delivered, 13:46:17.00 with 1.0u delivered, 15:25:13.00 with 1.0u delivered, 15:31:05.00 with 0.5u delivered, 15:48:26.00 with 1.4 delivered, 17:09:31.00 with 2.8u delivered, 17:37:55.00 with 1,6u delivered, 17:39:22.00 with 0.2u delivered, 20:15:07.00 with 0.5u delivered. The pump was cut open and found evidence of moisture on pcba 1, pcba 2, and the motor. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery cap contact damaged, pillowing keypad overlay, cracked case - corner of belt clip rails. No pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. No device problems were found during analysis. Pump passed full drive test. No pump errors or insulin flow blocked alarms were noted in the pump download history. Bolus delivery and bolus programmed matched during testing and in the history files. Bolus delivery and bolus programmed did not matched for 00:06:44.00 and 04:15:31.00 due to bolus delivery was cancelled during delivery. Pump was exposed to moisture confirmed on pcba 1, pcba 2, and the motor. Cosmetic damage was confirmed at the battery cap contact during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.